Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and the ams sparc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2002 and mesh excision on (B)(6) 2002 due to extrusion and erosion. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and the ams sparc were implanted due to stress urinary incontinence and intrinsic sphincter deficiency. It was reported that the patient underwent an additional surgical procedure on (B)(6) 2007 and two boston scientific coaptite urethral injections were used.